Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04790. It was reported the pt's system was turning off with change in position. In addition, the pt reported a burning sensation at the ipg pocket site. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.